Event description:
Started noticing more pain and stiffness in joints, my back, strange numb feeling in my left foot/heel and right big toe. Brain fog. Dull aching pain all over. Seems worse when you are not moving around. Tired and aches on some days and then some days not. Tingling sensations. Worst symptoms of left side of my body. Left hip joint has pain a lot. Difficult to breath deep, like a rib is out or something? (On left) left breast has weird sensations.